Event description:
Following a diagnostic procedure, an angio-seal device was placed and hemostasis was achieved. The pt was discharged home. The pt was dining out later that evening when bleeding was noted from his groin. The pt was transported to the ER where treatment was initiated (type unknown). The pt was discharged home later that evening. No further info is available pending pt's consent.